Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were two events noted with marker saying ventricular sense with no ventricular output(vp) with long avd due to rate adaptive avd. It was noted this was due to marginal telemetry/loss of the telemetry signal. The device remains in use. No patient complications have been reported as a result of this event.